Event description:
It was reported that the system would not boot up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with the event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply needs to be reported. The reported issue is currently under investigation.